Event description:
Consumer reported complaint for e-5 blood glucose test results. Son is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak and having issues with her bowels. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on a blood test was performed by the customer and produced test results of e-5 using the meter. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: # (B)(4). Product not returned for evaluation. Customer does not want the meter to be replaced. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who indicated that she was in ICU for two weeks because elevated high blood sugar. Got out of the hospital and then had to go back in a day later and was released from the hospital two days ago. Customer did not receive any new medication. Customer states that it she was treated for high blood sugar. Customer knows that her blood sugar was high. Customer states that it was not the meters it was her. Customer states that her previous reported symptoms it was because of her high blood sugar.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Customer does not want the meter to be replaced. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who indicated that she was in ICU for two weeks because elevated high blood sugar. Got out of the hospital and then had to go back in a day later and was released from the hospital two days ago. Customer did not receive any new medication. Customer states that it she was treated for high blood sugar. Customer knows that her blood sugar was high. Customer states that it was not the meters it was her. Customer states that her previous reported symptoms it was because of her high blood sugar.

Event description:
Consumer reported complaint for e-5 blood glucose test results. Son is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak and having issues with her bowels. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on a blood test was performed by the customer and produced test results of e-5 using the meter. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.